Event description:
The patient reported that she went to administer insulin and her infusion device screen showed "half a 7 on the right side" and would not respond to her button presses. The patient stated that the power pack was not use for more than 2 to 3 weeks. The patient was aware of the power pack recall. The patient was instructed to insert a new power pack into her infusion device and it reset properly, but the display screen was segmented. The patient stated that her infusion device has been exposed to a CT scan machine, but this was done about 2 months ago. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Replacement device was sent to the patient. Product has been requested to be returned for evaluation.